Manufacturer narrative:
(B)(4). Device available for evaluation? Yes. Returned to manufacturer on: 05/22/2017. Device returned to manufacturer? Yes. Device evaluation: the preloaded delivery system, model pcb00, was returned at the manufacturing site for evaluation. The plunger was observed in advanced position and the cartridge was observed correctly engaged into lower body of the pcb00 device. Visual inspection at 10x microscope magnification showed scarce residue of viscoelastic in the cartridge. The intraocular lens (iol) was observed stuck and torn at the cartridge tip. The cartridge tip was observed deformed/cracked. The customer's reported complaint was verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
If implanted, give date: unknown if the lens was implanted. If explanted, give date: unknown if the lens was implanted and unknown if explanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during insertion into the eye of an intraocular lens (iol), the tip of the cartridge broke as the lens was being advanced. No further information was provided.